Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a second cartridge onto the pump, which resolved the issue. The customer then placed the pump back in its case and resumed insulin therapy.